Manufacturer narrative:
(B)(4). D10: 42500607001 - femur cemented posterior stabilized (ps) standard left size 11 - 62893987. 42532007901 - tibia cemented 5 degree stemmed left size g - 62929202. Unknown - unknown optipac cement - unknown. G2: foreign country: netherlands. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from a clinical study that a patient had an initial left total knee arthroplasty. Subsequently, the patient underwent an additional surgery approximately 2 years post-op due to swelling. During the procedure, subcutaneous scar tissue was removed. The underlying layers were found normal, and the incision was closed with all implants left intact. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 the event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a healthcare professional. For the swelling, a definitive root cause could not be determined. For the scar tissue, the root cause of the event is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.